Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted image confirmed the reported event of a twisted outflow graft. A specific cause for the observed twist could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the report of a small left ventricle and chronic dehydration could not be conclusively determined through this evaluation. The controller event log file contained data from 13feb2021 to 16feb2021. The pump operated as intended at the set speed for the duration of the log file. The log file recorded low flow events on (B)(6) 2020; however, the low flow events did not last long enough to trigger an alarm. The flow remained above the low flow threshold for all remaining data captured within the log file. The log files appeared to capture the pump operating as intended. Although the account reported that the low flows were thought to be mostly related to the buildup of tissue between the outflow graft and bend relief, the root cause of this issue was likely the observed outflow graft twist. It is normal for tissue to accumulate in the space between the outflow graft and bend relief; however, deformation caused by twisting of the outflow graft can increase the space between the outflow graft and bend relief, allowing for a larger volume of tissue to accumulate in the space. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had asymptomatic low flow alarms as a result of small left ventricle size and chronic dehydration. The patient received updated system controller software with decreased low flow threshold on (B)(6) 2021, and the alarms resolved. A computed tomography angiography scan was performed and was suspicious for an outflow graft twist. The patient was admitted for observation on (B)(6) 2021, and a left ventriculography was performed on (B)(6) 2021, confirming the outflow graft twist. The patient remained asymptomatic. On (B)(6) 2021, the patient underwent surgery for untwisting the outflow graft with an intercostal approach. A small piece of the patient's rib was removed to access the suspected location. The bend relief was opened and 5 of the plastic rings were removed. The graft was twisted approximately 90 degrees, and tissue build up was noted between the bend relief and graft. The team felt that the majority of the low flows were associated with the build up of tissue. Once the graft was untwisted, an outflow graft clip was successfully placed. Pump parameters before untwisting were as follows: flow: 3.4, rpm 5000, pi 5.5, power 3.2. After untwisting and clipping, parameters were: flow: 3.5, rpm 5000, pi 4.5, power 3.4. The log file was mostly filled with pulsatility index events, and pump parameters trending were not typically suspect of an outflow graft twist.